Event description:
The user facility reported that during the month of august, three dialyzers from the same lot number developed a fiber leak during use (one each occurred during the first, second and fourth use). The user facility reported that the involved dialyzers were changed out without returning the blood in the circuit to the pt. This resulted in an estimated blood loss in each case that is reported to be between 200 and 350-cc. On follow up communication, it was reported that there were no resultant pt complications. In addition, there were 6 more dialyzers from the same lot number that developed a fiber leak during pre-processing. Event specific info was not available.